Event description:
It was reported that a progav 2.0 shunt system (part # (B)(4)) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 130 centimeters (cm). Weight: (B)(6) (kg). Gender: male.

Manufacturer narrative:
Investigations: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: the results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in progav 2.0. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our examination results, we can determine deposits in the progav 2.0 . The deposits do not affect the functional characteristics at the time of the examination. T the time of the examination, we are unable to determine how the mentioned functional impairment occurred. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.